Event description:
During a pulmonary function test, albuterol was being administered through a one-way valve. During the inhalation, the soft movable piece of the valve separated from the device and was inhaled by the patient. Patient complained of initial discomfort but an attempt to recover the valve material through bronchoscopy was unsuccessful. Patient regained a feeling of normalcy, possibly having coughed up and swallowed the material.====================== manufacturer response for one-way valve, airlife======================none as yet.